Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. The customer stated the buttons don't respond. The customer already started using insulin pens. The customer pump did not drop or fall. The customer was advised to returned pump and will be replaced.

Manufacturer narrative:
The pump was received with a missing keypad overlay. The pump also had unresponsive buttons due to corroded keypad traces. The pump failed the leak test. The pump leaked at the bottom of the case/overlay seal where the flex connector enters into the case assembly. Unable to perform the displacement test due to the unresponsive buttons. The pump was also received with minor scratches on the lcd window.